Event description:
On (B)(6) 2014, the reporter contacted animas stating there was moisture behind the display. There was no indication that the pump was damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the reported moisture behind the display lens was unable to be confirmed or duplicated during investigation. There was no visible moisture found on the pump. There were no cracks or visible damage found on the pump case. There was no visible corrosion found in battery compartment or cartridge compartment. The display lens was found to be leaking during a leak test. The pump case was opened; there was moisture residue found on all internal components and on the printed circuit board (pcb). Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. The contrast setting was set at '9' and then increased to a maximum contrast setting of '10' with little improvement observed. Also unrelated to the complaint, the bolus button was found to be intermittently responsive to button presses. The button cover was removed; the internal plug was found to be misaligned. There was no contamination found inside the button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.